Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the intra-aberrometer lens choice predictive refractive sphere equivalent was off. The surgeon's plan agreed with the intra-aberrometry suggested intraocular lens (iol) power but the predicted refractive sphere equivalent was showing a presumed error with an undetermined cause. The patient was not harmed during measuring.